Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2010. Later the patient experienced urge urinary incontinence with frequency, urinary tract infections, episode of hematuria, recurrent infections, worsening incontinence, dyspareunia and pain with bowel movements. Antibiotics prescribed for prophylaxis and urinary tract infection treatment. Between (B)(6) 2010 and (B)(6) 2012, the patient had multiple cystoscopies with urethral stent exchanges, ongoing hydronephrosis and fibrotic bladder were noted, mucous type debris was noted in the bladder and an episode of purulent urine. A right percutaneous nephrostomy tube was placed, but it is unknown if this is a temporary or permanent device.